Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "this is a single use device. Do not re-sterilize any portion of this device. Periodic observation of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." The device was not returned.

Event description:
It was reported that the foley catheter was completely clogged. Flushing the catheter reportedly did not help. The catheter was replaced on (B)(6) 2018 and allegedly had to be changed on (B)(6) 2018 and again on (B)(6) 2018, due to it being clogged. No patient injury was reported.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation found no blockage observed in the drainage lumen. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The sample was sent for flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "this is a single use device. Do not re-sterilize any portion of this device. Periodic observation of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed."

Event description:
It was reported that the foley catheter was completely clogged. Flushing the catheter reportedly did not help. The catheter was replaced on (B)(6) 2018 and allegedly had to be changed on (B)(6) 2018 and again on (B)(6) 2018, due to it being clogged. No patient injury was reported.